Event description:
Agent ide study. It was reported that dissection and thrombus occurred. The subject presented with unstable angina. During the index procedure, a 15 x 3.00mm nc quantum apex mr was used for pre dilation of the target lesion at the proximal left circumflex artery (lcx). The balloon kept slipping so the lesion was modified using a 10mm x 3.50mm non-boston scientific (bsc) balloon at 18 atmospheres (atm). Angiography revealed haziness in the distal left main which, on optical coherence tomography (oct) assessment showed dissection in the lcx neointima extending into the distal left main with possible thrombus. Thrombus aspiration was performed which did not resolve the haziness. Kissing balloon inflation was then performed using an nc quantum apex mr 15 x 3.5mm in the left anterior descending artery (lad) and an nc quantum apex mr 15 x 3.5mm in the lcx. Repeat oct assessment still showed persistent dissection/thrombus with some st changes on the EKG and flow mildly sluggish in the left anterior descending (lad) artery. The left main coronary artery (lmca) to lad was then stented using a 15 x 4.00mm non bsc stent. Proximal optimization technique was performed followed by balloon kissing balloon angioplasty in the lad and lcx. The lad was stabilized and the subject was successfully treated with the study device. Repeat oct showed mild residual non obstructive neointimal dissection which was improved. A final kissing balloon inflation was performed due to thrombus/flap seen on the oct run into the lad, with improvement on a final oct. The subject was discharged home on aspirin and ticagrelor.